Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implant had moved from their butt cheek to just above the tailbone. The caller reported noticing bruising at the patient¿s tailbone about 2 weeks ago and they could feel the implant about last thursday. The caller stated the patient had not had significant weight loss, but they had lost muscle mass as they were in hospice care. The caller was redirected to a healthcare provider. No further complications were reported.